Event description:
During index procedure, the patient had two endeavor rapid exchange (rx) drug-eluting stents (3.50 x 24mm and 3.50 x 30mm) successfully implanted to the mid rca with one non-medtronic device. One non-medtronic device was implanted to right posterior lateral. At the 30 day, 6 and 9 month follow up, patient was symptom free. Approximately 12 months post index procedure, the patient had colon cancer confirmed after melena was observed. Approximately 16 months post index procedure, the patient expired from colon cancer. Investigator indicated that there was no relationship with the study product, procedure or drug. Ref 9612164-2012-00215 and 9612164-2012-00216

Manufacturer narrative:
Date of gi bleed confirmed.

Manufacturer narrative:
Results: haemorrhage and death. (B)(4).